Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparo hepatectomy. According to the reporter: when pushing the shaft to open the bag into the patient's cavity, the bag at the distal end was tearing, so could not use. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).